Event description:
Customer reported issues with the insulin pump. Customer states that the buttons will not respond. Customer states that there are issues with the keypad of the insulin pump. Customer also states that the buttons would freeze and there were cracks at the bottom of the screen. The buttons were exposed to fluid and there was fluid under the lcd display. The blood glucose reading is 10.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump had normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected frozen display noted during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, broken belt clip slot and missing the end cap sticker. The end cap was inspected and no anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.